Event description:
A customer reported that their t:slim x2 pump battery was not charging despite using the tandem charging cable and wall adapter. Initially, the pump did not charge after being plugged into a working outlet for at least 30 minutes, and the pump was able to charge. There was no reported adverse impact. The customer continued to use the pump for insulin delivery.